Event description:
Same case as case as MFR ID#: 2134265-2010-01687. It was reported that during a percutaneous transluminal coronary angioplasty procedure, catheter removal difficulties and a balloon rupture occurred. The lesion was located in the mid right coronary artery (rca). The physician successfully deployed a 4.0mm x 24mm taxus stent in the mid rca. The physician advanced an unspecified guide wire and the 4.0mm x 15mm apex monorail balloon catheter through the previously deployed stent and into the ¿side branch¿ of the rca to perform a kissing balloon technique with the taxus 4.0mm x 24mm stent delivery system. The apex was inflated to 8 atms for 19 seconds, and then inflated again to 6 atms for 25 seconds. Finally, the apex was inflated the third time to 4 atms for 80 seconds. Next, the physician attempted to remove the apex balloon from the lesion, however, resistance was encountered. Once the apex was removed from the patient, the physician noted that the balloon had ruptured. The physician successfully completed the procedure with this device. No patient complications were noted and the patient's status was reported as 'fine'.

Manufacturer narrative:
Device evaluated by manufacturer: the returned product device was received with blood visible on the outer surface and contrast in the shaft. Visual and tactile inspection of the shaft revealed a shaft kink approximately 24cm from the tip. The shaft appeared to be buckled 3.5-4.5cm and 19-20 cm from the tip. Microscopic examination of the device revealed damage to the distal tip. The balloon appeared bunched up. The balloon was inflated to 6 atm and no leaks or holes were noted. Examination of the material surrounding the damage did not reveal any evidence of material or manufacturing deficiencies that would have contributed to the incident. No other damage or device irregularities were noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a percutaneous transluminal coronary angioplasty procedure, catheter removal difficulties and a balloon rupture occurred. The lesion was located in the mid right coronary artery (rca). The physician successfully deployed a 4.0mm x 24mm taxus stent in the mid rca. The physician advanced an unspecified guide wire and the 4.0mm x 15mm apex monorail balloon catheter through the previously deployed stent and into the "side branch" of the rca to perform a kissing balloon technique with the taxus 4.0mm x 24mm stent delivery system. The apex was inflated to 8 atms for 19 seconds, and then inflated again to 6 atms for 25 seconds. Finally, the apex was inflated the third time to 4 atms for 80 seconds. Next, the physician attempted to remove the apex balloon from the lesion, however, resistance was encountered. Once the apex was removed from the patient, the physician noted that the balloon had ruptured. The physician successfully completed the procedure with this device. No patient complications were noted and the patient's status was reported as "fine".